Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient developed cysts and required revision surgery on an inbone total ankle replacement (tar). The surgeon planned to perform a poly swap and assess the tibial and talar components to ensure a revision was not required. During the procedure, posterior wear was observed on the original poly. An initial replacement poly was selected, but it proved incompatible with the insertion device, requiring a second poly, which was successfully implanted.

Event description:
It was reported that the patient developed cysts and required revision surgery on an inbone total ankle replacement (tar). The surgeon planned to perform a poly swap and assess the tibial and talar components to ensure a revision was not required. During the procedure, posterior wear was observed on the original poly. An initial replacement poly was selected, but it proved incompatible with the insertion device, requiring a second poly, which was successfully implanted.

Manufacturer narrative:
Correction to d4: the reported event could be confirmed since the device was returned for evaluation and shows scratches and blemishes indicative of wear. The device inspection revealed the following: visual examination of the returned device shows the presence of scratches and blemishes across the surface with visible signs of wear on the posterior end as reported. However, the wear patterns observed appears consistent with normal use and explantation processes. No indications of abnormal wear were identified during the inspection. An inspection of the returned device by engineering revealed the following: part did not appear to have any noticeable damage, other than expected damage of features used to remove it. Damage is consistent with explantation. At 6x magnification, the lock detail features on the medial, lateral, and anterior side looked intact. Original machine marks covered all surfaces. The posterior side of the lock detail had slight damage. This is expected with explantation. The backside of the implant showed no evidence of wear of any kind. All machine marks were visible. The engraving was clear and readable. No burnishing of the backside could be seen. The part number and lot number appear on the superior surface of the implant. At 12x magnification, the location of the wear scarring is typical of other inbone and infinity explants that have been examined. The far medial and lateral sides showed the original machine marks. The predominant wear scar type was scratching. The scratches were aligned along the anterior-posterior direction, which is typical. Scratching features were very superficial and small. There were no large gouges visible, which can be indicative of third-body wear. I did not observe any embedded particles on the wear surface. There was a small area of burnishing on one condyle. This is typical of other explanted inserts. Significant areas of the scratching were overlaid over still-visible machine marks. There was some mottling over the surface of the articular surface. This mottling did not appear consistent with a pitting wear scar. I did not mark it as pitting, as it appears to be more consistent with removal damage from pliers or other clamping instrument which may have been used to aid explantation. Pitting is usually observed with surrounding areas of burnishing, with ripples of plastic deformation in the immediate area. This was not observed on this implant, suggesting that the mottling is not pitting wear scarring. Overall, based on my observations, the insert appears to have been functioning as intended. The wear scarring was less severe than the benchtop wear test components after 500k cycles (the first cycle count at which wear scarring is performed). There was no evidence of any severe wear modes, oxidative degradation, delamination, third-body wear, or other adverse effect on the insert. The backside surface did not show any evidence of wear. Lock detail features were intact (with noted exception, which was expected). Based on investigation, the root cause was attributed to wear resulting from normal use and explantation processes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.